Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the ratchet handle was jammed; the comb, ratchet gear, and bottom roller were damaged. The comb, gear, and bottom roller were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. Related reports: 0001526350-2023-00969, 0001526350-2023-00970, 0001526350-2023-00971. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the handle jammed on mesher. There was no reported patient harm, or delay. At evaluation it was found that the comb was damaged and the cutters failed the test cut. Due diligence is complete, no further information is available at this time.